Event description:
It was reported the insulin pump had a blank display. It was unknown if the issue continued after a new battery cap. The device was not exposed to moisture. Battery cap, battery compartment, or spring were not damaged nor corroded. New battery was inserted and the display did not return. The battery compartment and spring were cleaned and the device did not turn back on. Customer was advised to discontinue use of the device and revert to back up plan. Customer did knot know blood glucose level. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The displacement test could not be performed due to the blank display anomaly.